Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. Upon case completion, during echocardiography, the patient became hypotensive and a pericardial effusion was confirmed. Pericardiocentesis was performed and yielded approximately 750 ml of fluid. Patient was reported to be in stable condition. Attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
Additional information was received on march 7, 2018. The adverse event occurred on a female patient, roughly in her (B)(6), weighing (B)(6) kg. A transseptal puncture was performed with a baylis needle and a st. Jude medical sl0 7f sheath was used. Anticoagulant was provided during the procedure and the activated clotting time was maintained at 250-300 seconds. Generator had a maximum of 40 watts and 59°c. The power was not titrated. The irrigation flow was 15 ml/min. Procedure was an hour and 45 minutes. The smarttouch catheter was in close proximity to the pentaray catheter. The catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. The carto® 3 system did not indicate to re-zero the catheter. There were no error messages observed on biosense webster (bwi) equipment during the procedure. It is unknown the exact site of injury. The adverse event was discovered post use of bwi products, after catheters were withdrawn and ultrasound was taken to check for effusion. The patient required pericardiocentesis and 3.5l of blood was withdrawn. Therefore, the patient required extended hospitalization. The patient¿s condition has improved. The physician¿s opinion on the cause of the adverse event is that a bwi product was not at fault and it was patient condition related. However, there are no known patient factors that might have contributed to the event. Manufacturer's ref. No: (B)(4).